Event description:
When inserting wire into catheter placed in coronary sinus during his pacer implant procedure, a small plastic introducer that came with selective accessory kit, biotronic was used to introduce the wire into his catheter. When the wire was advanced, the introducer provided with the kit inadvertently was also advanced into the catheter, and subsequently into the right atrium of the patient. Physician attempted to retrieve the introducer without any success. Patient was transferred to another facility where the device was retrieved successfully.